Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, miscarriage, abortion, bleeding menstrual heavy, dysmenorrhea, breast cancer (at age 59), heavy periods, mood variable, irritability, breast tenderness and fatigue. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included left lower quadrant pain, nausea, morning sickness, pap smear abnormal, sexually transmitted disease, urinary tract infection, varicella, acute pain, urinary retention, neck pain, shoulder pain, urinary frequency, constipation, iron deficiency anemia, uterine bleeding and uterine leiomyoma. Family history included hypertension (mom postmenopausal), breast cancer (mom postmenopausal), blood pressure high (mother), asthma (brother) and neoplasm malignant. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefixime (ancef o), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, dexamethasone, docusate sodium, docusate sodium (colace), doxycycline, fentanyl, gabapentin, glycopyrronium bromide (glycopyrrolate), heparin, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen, intrauterine contraceptive device (paragard) from (B)(6) 2012 to (B)(6) 2013, ketorolac tromethamine (toradol), midazolam, nsaids since 19-nov-2012, ondansetron, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2012, prochlorperazine, promethazine, propofol, rocuronium and simeticone (mylicon). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psychological injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), complication of device insertion ("failed attempt on the right / second failed attempt on the right side / the right side placement was again unsuccessful on the r side") and genital haemorrhage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (dilatation and curettage and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2013 (summons), on (B)(6) 2012 (pfs) and on (B)(6) 2012 (mr). Discrepancy noted in date of removal on (B)(6) 2013-left coil removed. Discrepancy noted in (B)(6) 2012 only left side placed, failed attempt on the right, (B)(6) 2012-second failed attempt on the right side. Discrepancy noted in failed attempt of insertion and essure with l coil, r occluded tube (both confirmed occluded by hsg) contributed to h/o CT and both tubes occluded by hsg now with. Discrepancy noted in removal procedure only left coil removed. On (B)(6) 2013 - upt - positive. She received treatment for event pelvic pain, abdominal pain, general abnormal bleeding. Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). Occluded right fallopian tube. Bilateral occlusion.; on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, anxiety, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: added event general abnormal bleeding. Reported event was updated pelvic pain, anxiety. Outcome of event pelvic pain was updated to recovered (previously reported as recovering). Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, miscarriage, abortion, bleeding menstrual heavy, dysmenorrhea, breast cancer (at age 59), heavy periods, mood variable, irritability, breast tenderness and fatigue. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included left lower quadrant pain, nausea, morning sickness, pap smear abnormal, sexually transmitted disease, urinary tract infection, varicella, acute pain, urinary retention, neck pain, shoulder pain, urinary frequency, constipation, iron deficiency anemia, uterine bleeding and uterine leiomyoma. Family history included hypertension (mom postmenopausal), breast cancer (mom postmenopausal), blood pressure high (mother), asthma (brother) and neoplasm malignant. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefixime (ancef o), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, dexamethasone, docusate sodium, docusate sodium (colace), doxycycline, fentanyl, gabapentin, glycopyrronium bromide (glycopyrrolate), heparin, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen, intrauterine contraceptive device (paragard) from (B)(6) 2012 to (B)(6) 2013, ketorolac tromethamine (toradol), midazolam, nsaids since (B)(6) 2012, ondansetron, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2012, prochlorperazine, promethazine, propofol, rocuronium and simeticone (mylicon). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ psychological injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psychological injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), complication of device insertion ("failed attempt on the right / second failed attempt on the right side / the right side placement was again unsuccessful on the r side") and genital haemorrhage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (dilatation and curettage and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, abortion spontaneous, depression, anxiety and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, complication of device insertion, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons), (B)(6) 2012 (pfs) and (B)(6) 2012 (mr). Discrepancy noted in date of removal (B)(6) 2013-left coil removed. Discrepancy noted in (B)(6) 2012 only left side placed, failed attempt on the right, (B)(6) 2012-second failed attempt on the right side. Discrepancy noted in failed attempt of insertion and essure with l coil, r occluded tube (both confirmed occluded by hsg) contributed to h/o CT and both tubes occluded by hsg now with. Discrepancy noted in removal procedure only left coil removed. On (B)(6) 2013 - upt - positive. She received treatment for event pelvic pain, abdominal pain, general abnormal bleeding. Pregnancy with complication was reported but it was not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). Occluded right fallopian tube. Bilateral occlusion.; on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, anxiety, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, miscarriage, abortion, midcycle bleeding, dysmenorrhea, breast cancer (at age (B)(6) ), heavy periods, mood variable, irritability, breast tenderness and fatigue. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included left lower quadrant pain, nausea, morning sickness, pap smear abnormal, sexually transmitted disease, urinary tract infection, varicella, acute pain, urinary retention, neck pain, shoulder pain, urinary frequency, constipation, iron deficiency anemia, uterine bleeding and uterine leiomyoma. Family history included hypertension (mom postmenopausal), breast cancer (mom postmenopausal), blood pressure high (mother), asthma (brother) and neoplasm malignant. Concomitant products included calcium chloride;potassium chloride; sodium lactate (lactated ringers), cefixime (ancef o), codeine phosphate;paracetamol (tylenol with codeine no.3), cyclobenzaprine, dexamethasone, docusate sodium, docusate sodium (colace), doxycycline, fentanyl, gabapentin, glycopyrronium bromide (glycopyrrolate), heparin, hydrocodone bitartrate; paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen, intrauterine contraceptive device (paragard) from (B)(6) 2012 to (B)(6) 2013, ketorolac tromethamine (toradol), midazolam, nsaids since (B)(6) 2012, ondansetron, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2012, prochlorperazine, promethazine, propofol, rocuronium and simethicone (mylicon). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain") and complication of device insertion ("failed attempt on the right / second failed attempt on the right side / the right side placement was again unsuccessful on the r side") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (dilatation and curettage and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, complication of device insertion, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons), (B)(6) 2012 (pfs) and (B)(6) 2012 (mr). Discrepancy noted in date of removal (B)(6) 2013-left coil removed. Discrepancy noted in (B)(6) 2012 only left side placed, failed attempt on the right, (B)(6) 2012-second failed attempt on the right side. Discrepancy noted in failed attempt of insertion and essure with l coil, r occluded tube (both confirmed occluded by hsg) contributed to h/o CT and both tubes occluded by hsg now with. Discrepancy noted in removal procedure only left coil removed. On (B)(6) 2013 - upt - positive. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). Occluded right fallopian tube; on an unknown date: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, anxiety, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Events added from pfs- pregnancy (stillbirth or miscarriage), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, abdominal pain, device ineffective, failed attempt on the right / second failed attempt on the right side / the right side placement was again unsuccessful on the r side. Outcome of event pelvic pain were updated. Concomitant drug, historical drug, reporter information, aka name, medical history, family history, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.